Event description:
A corporate inventory manager reported to fresenius that a dialyzer blood leak occurred at a hemodialysis (hd) user facility. Additional information was obtained through follow-up with a registered nurse (rn) from the facility. The rn stated there were seventeen minutes remaining in the patient¿s treatment when the blood leak occurred. The machine, a fresenius 2008k machine, alarmed appropriately with a blood leak alarm. The blood leak was reported to be internal. Blood was confirmed to be visually observed in the dialysate compartment of the dialyzer, near the top of the device. The rn stated there appeared to be a breach in the fiber bundle where the blood leaked through, which was later described as a ¿crack¿. The staff wondered if the dialyzer had been dropped prior to use while it was still in the case. However, at the time of follow-up there had not been any further issues with dialyzers from the lot. There was no visible damage on the dialyzer housing. The dialysate was not tested with a blood test strip because the blood leak was obvious. After the leak occurred, the treatment was stopped. The patient¿s blood was not returned; estimated blood loss (ebl) was 150 to 200 ml. The rn confirmed there was no patient injury, no adverse effects were experienced, and no medical intervention was required as a result of the reported event. The patient did not require any additional treatment. The sample was confirmed to be available for manufacturer evaluation.

Manufacturer narrative:
The plant investigation is in process. A supplemental MDR will be submitted upon completion of this activity.

Manufacturer narrative:
Additional information: h3 plant investigation: although a sample was reported to be available for manufacturer evaluation, to date no sample has been received. A production records review was performed on the reported lot. An investigation of the device history records (DHR) was conducted by the manufacturer. There was one approved temporary deviation notice (dn) reported on the lot which was unrelated to the complaint event. There was no indication of product nonacceptance, deviation, non-conformance, rework, labeling or process control failure during the manufacturing process which could be associated with the reported event. The lot met all release criteria. A definitive conclusion regarding the complaint incident cannot be reached without physical examination of the actual device. Therefore, the complaint is not confirmed. Continuous improvement is of the utmost importance to fresenius medical care as we strive to provide dialysis products of the highest quality to our patients. Reports of leaking product are investigated both individually as complaints, as well as via the nc/CAPA program, in order to assess and improve our products and processes. Capas for vision systems and blood leak reduction are recent examples of leak related investigations directed at an overall reduction in dialyzer leaks.

Event description:
A corporate inventory manager reported to fresenius that a dialyzer blood leak occurred at a hemodialysis (hd) user facility. Additional information was obtained through follow-up with a registered nurse (rn) from the facility. The rn stated there were seventeen minutes remaining in the patient¿s treatment when the blood leak occurred. The machine, a fresenius 2008k machine, alarmed appropriately with a blood leak alarm. The blood leak was reported to be internal. Blood was confirmed to be visually observed in the dialysate compartment of the dialyzer, near the top of the device. The rn stated there appeared to be a breach in the fiber bundle where the blood leaked through, which was later described as a ¿crack¿. The staff wondered if the dialyzer had been dropped prior to use while it was still in the case. However, at the time of follow-up there had not been any further issues with dialyzers from the lot. There was no visible damage on the dialyzer housing. The dialysate was not tested with a blood test strip because the blood leak was obvious. After the leak occurred, the treatment was stopped. The patient¿s blood was not returned; estimated blood loss (ebl) was 150 to 200 ml. The rn confirmed there was no patient injury, no adverse effects were experienced, and no medical intervention was required as a result of the reported event. The patient did not require any additional treatment. The sample was confirmed to be available for manufacturer evaluation.